Event description:
During a follow up phone call to the nurse in 2009 by product surveillance, it was revealed that one week earlier, the home patient (hp)'s transfer set had fallen off at the adapter end. The nurse assured that it had not caused any issues for the patient, and that hp was placed on antibiotics prophylactically for 3 days. The nurse did not provide the transfer set lot number. The nurse stated that the hp was continuing therapy without issues. No patient injury or medical intervention were indicated at that time.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
Clinical study was reported by clinical affairs at edwards lifesciences that patient experienced fatigue, palpitations, and sensation on ¿left breast moving¿ with heart beat. Adverse event is described as major perivalvular leak-central leak on echo. Patient was admitted and started on IV and antibiotics. Call from clinical affairs indicated that the valve was explanted. A device history record review is currently in process. Operative report dated 09/28/09 received on 10/02/09 indicates evidence severe paravalvular regurgitation. The lateral leaflet has thickening and calcification of its central portion, suggestive of likely endocarditis, possibly in the process of healing.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided, and no device was returned for evaluation. The patient also had another valve explanted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.